Manufacturer narrative:
H6: the complainant indicated that the device was disposed, therefore, no direct product analysis will be available. The manufacturing records for top assembly batch 9261428 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The quantum maverick product family exceeded threshold in the most recent monthly trend review (march 2007). The root cause of the reported incident could not be determined.

Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured. The lesion being treated was located in the 85% stenosed 1st diagonal branch of the left anterior descending (lad) artery. The balloon ruptured at 18 atms on the fifth inflation. The atms reached on the first four inflations are unknown. No pt injuries or complications were reported. Pt status was reported as "good".